Event description:
The screw area of the offset reamer was found broken during postoperative cleaning. It was confirmed during the postoperative inspection, and it was thought to have come off during cleaning.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving a mako reamer handle was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.